Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient's doctor contacted lifescan in 2007 alleged that the patient's one touch ultra meter was reverting to the setup mode. This complaint was classified based on the customer care advocate (cca) documentation. It was reported that the alleged issue first occurred on the day before at 5:00 am. It was also mentioned that the patient felt clammy and lightheaded after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. She was not tested on another device. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. It was determined that this issue occurred immediately after removing/replacing the battery. The reporter was walked through resolving the issue, but he did not have any supplies to check the meter. This complaint is being reported because the patient alleged she experienced symptoms that can be suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.